Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing resulted an inappropriate mode switch. No intervention or programming change were reported. No patient condition was reported.